Event description:
It was reported the device broke during surgery and was not engaged.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: pieces of the anchor are broken off. Also, the anchor was no longer coupled to the inserter, but the anchor was still attached to the suture. The pieces that broke off the anchor were not received with the device. The probable root cause for the reported failure involving this device could be due to excessive force used to tension anchor. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the device broke during surgery and was not engaged.